Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would not snap into place on the pump. The customer successfully loaded a new cartridge to address the event. There was no impact to the customer's blood glucose level.